Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement was reported.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) for analysis. Signs of use were present on the swg in the form of biological material. Visual inspection of the swg revealed three bends in the guide wire body. The location of these bends would have been within the protective tubing during storage and shipping. Microscopic examination confirmed both welds were present and spherical. The bends in the swg measured 385 mm, 393 mm, and 655 mm from the proximal weld. The total length of the swg measured 685 mm, which is within specifications of 678-688 mm per swg graphic. The outer diameter of the swg measured 0.849mm, which is within specifications of 0.838-0.877 mm per swg graphic. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into intr oducer needle." The undamaged portions of the wire passed through a lab inventory ars and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were secure. A device history record review was performed, and no r elevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. Three bends were observed on the guide wire body. The guide wire met all relevant dimensional requirements. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The customer stated that the damage was present prior to use, however, the swg contained clear signs of use in the form of biological material. Additionally, the portions of the guide wire that were bent would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement was reported.